Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted patient height: 63 inches. (B)(4).

Event description:
The end user reported she developed a rash on her peristomal skin. The rash has persisted for "some time now." She sought treatment from a physician and was prescribed nystop powder for the rash. The end user was provided. The end user was also instructed on proper crusting techniques. No further information was provided.